Event description:
Physician performed the first procedure with the penumbra system in (B)(6). In general, he was very satisfied and is optimistic about the future performances. The physician introduced the pss041 separator into the psc041 catheter about one-third of its length and then got stuck. He used a smaller separator after this incident and succeeded with this.

Manufacturer narrative:
The DHR for this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l14842). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.